Event description:
The report received via a voluntary medwatch indicated that: the patient was brought to the cath lab electively for a left heart cath/possible percutaneous transluminal coronary angioplasty (lhc/possible ptca). The patient subsequently underwent ptca/stents of the right coronary artery (rca) after diagnostics were completed. According to staff, the patient grabbed at the equipment that was in place in the right groin. Upon further evaluation after the incident, angiography revealed dissection of the rca and aortic bulb. The patient became bradycardic with chest pain 10/10. A cardiovascular (cv) surgeon was called emergently and was on his way. Emergent temp pacer and intra aortic balloon pump (iabp) were inserted. The patient had multiple episodes of ventricular fibrillation (v-fib) and was shocked appropriately. After the doctor arrived, the patient was transferred emergently to the cardiovascular operating room to undergo surgery. The patient survived the surgery and was transported to cardiovascular recovery room (cvrr). Additional information has been requested.

Manufacturer narrative:
The report received via a voluntary medwatch indicated that a patient experienced an aortic and coronary artery dissection during a coronary artery intervention. The patient was brought to the cath lab electively for a left heart cath/possible percutaneous transluminal coronary angioplasty (lhc/possible ptca). The patient subsequently underwent ptca/stents of the right coronary artery (rca) after the diagnostics were completed. According to staff, the patient grabbed at the equipment that was in place in the right groin. Upon further evaluation after the incident, angiography revealed dissection of the rca and aortic bulb. The patient became bradycardic with chest pain 10/10. An emergent temporary pacemaker and intra aortic balloon pump (iabp) were inserted. The patient had multiple episodes of ventricular fibrillation (v-fib) and was shocked appropriately. A cardiovascular (cv) surgeon was called emergently and upon his arrival the patient was transferred or for surgery. The patient survived the surgery and was transported to cardiovascular recovery room (cvrr). No further information has been forthcoming. The product was not returned for inspection. The sterile lot number for the device is unknown therefore a device history report review could not be performed. Vessel dissection is a known potential adverse event associated with diagnostic and interventional angiography. It is very important for a patient to remain still during these procedures to mitigate the potential for adverse events, such as these, from occurring. Conscious sedation is generally practiced during these procedures to keep patients comfortable and still on the procedure table. As a result of the medications used during the procedures a patient may have a reaction to the medication where they become restless or disoriented and start to move about on the procedure table. This can lead to a jostling of devices and if they are in the patient at the time can result in vessel dissections. With the limited information provided it is not possible to determine an exact cause for the reported event, but there are procedural and/or pharmacological factors that may have contributed to it. The chest pain, bradycardia and ventricular fibrillation are most likely a result of the dissections. There is no indication in the reported information to infer that there is a design or manufacturing related issue therefore no corrective action will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.